Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed no deviations or non-conformances during the manufacturing process. In addition, the bat there were ch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for air detected in the cassette during a dwell. The patient found a fluid leak later when removing the cassette from the cycler. The set was discarded. During follow up the patient reported no complications or adverse events associated with the leak.